Event description:
On (B)(6) 2013, a distributor contacted animas alleging that a pump was unable to power on with no vibrations or audio tones. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump's black box history review shows no pump reboot events. No unusual alarms were observed in the alarm history. The battery compartment and cap were undamaged and the battery cap was able to fit securely and to maintain electrical connection. The pump powered on and displays the proper verify screen. The cap was fastened and then unscrewed a half turn with no power interruption. The pump was primed and exercised for a 24 hour period. No power interruption occurred during the duration test. The pump¿s cover was removed and inspection shows no intermittent condition to the power circuit. Unrelated to the initial complaint, an intermittent condition was found to the continuous glucose monitor module due a cold solder connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.